Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device was received with cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer reported he was hospitalized due to high blood glucose of 440 mg/dl. Customer started to throw up so he went to the emergency room. Customer's blood glucose was lowered to the 200 mg/dl range. Customer was diagnosed with mild case of diabetic ketoacidosis and dehydration. Customer was advised to drink a lot of water. The drive support cap appeared to be normal. No air bubble or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. Customer stated the hospital disconnected him from the device and cannula was not bent. Customer stated his blood glucose were high so he decided to change his set and noticed the needle guard was still attached. Customer stated the needle still pierced the skin and went flat into the skin. Customer did not have the tubing clamp and was unable to do high pressure test. Customer requested the device to be replaced. No further information reported.